Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "persistence patency of the right fallopian tube with spill into the peritoneal cavity". The patient's medical history included heart murmur, thyroid disorder, hypoglycemia, bronchitis chronic and depression. Concurrent conditions included morbid obesity and intra-abdominal bleeding. Concomitant products included biotin since 2016, colestipol since 2016, escitalopram oxalate (lexapro) since 2013, fish oil, metformin since 2017 and vitamin d nos (vitamin d) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2016, the patient experienced alopecia ("hair loss"). In 2016, the patient experienced fatigue ("fatigue"). In 2017, the patient experienced vitamin d deficiency ("vitamin d deficiency"). In (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal cramping"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches") and tooth disorder ("dental problems") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, fatigue, weight increased, abdominal pain and vitamin d deficiency outcome was unknown, the headache and dysmenorrhoea had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage, vitamin d deficiency and weight increased to be related to essure. The reporter commented: bilateral tubal occlusion was then done successfully by the essure device, 4 to 6 coils were visualized by each side. Images were taken. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 84.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 21-nov-2019: fu 2,3 and 4 was processed together. Pfs received- new event vitamin d deficiency was added. Reporter information, medical history and concomitant drug were added. On 21-nov-2019: no new significant information was added. On 21-nov-2019: no new significant information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "persistence patency of the right fallopian tube with spill into the peritoneal cavity". The patient's medical history included heart murmur, thyroid disorder, hypoglycemia, bronchitis chronic and depression. Concurrent conditions included obesity. Concomitant products included biotin, colestipol, escitalopram oxalate (lexapro), fish oil, metformin and vitamin d nos (vitamin d). On (B)(6) 2014, the patient had essure inserted. In 2016, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), migraine ("migraines"), headache ("headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and abdominal pain ("abdominal cramping") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, tooth disorder, dysmenorrhoea, fatigue, weight increased and abdominal pain outcome was unknown, the headache had resolved and the alopecia was resolving. The reporter considered abdominal pain, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: bilateral tubal occlusion was then done successfully by the essure device, 4 to 6 coils were visualized by each side. Images were taken. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 84.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain most recent follow-up information incorporated above includes: on 2-may-2019: pfs received. Her demographic was added. Historical condition and concomitant condition, medication added. Lab data added. Events : pain/ pelvic pain, abnormal bleeding (vaginal), menorrhagia, migraines, headaches, dental problems, dysmenorrhea (cramping), fatigue, weight gain, hair loss, abdominal cramping, tubal patency were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.